Event description:
The hcp reported that the device was explanted due to concerns that patient was unable to hear low reservoir alarm. Implant duration was 51 months. The device was returned for analysis of alarm. No patient symptoms were reported. The pump contained morphine 50 mg/ml at a daily dose of 12 mg/day. The hcp replaced the device with a similar device.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.